Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving check electrode belt alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt alarms) was confirmed. Upon investigation the trunk cable was damaged. The white (driven ground) wire was open inside of the cable. The root cause for the damaged cable and wire could not be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.